Event description:
On february 19, 1998, nellcor puritan bennett rec'd a note with the unit from a svc mgr with a facility. A svc mgr had written: when plugged in, all lights come on, manometer goes to 100, ventilator does not turn on.